Event description:
The customer reported that the device had a primary alarm failure message when starting up. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, it was reported that error code 1102 was logged. The suggested repair per the service manual, the customer has ohmed out the power speaker with a tolerance reading of 7.2 but cannot access the motor speaker connector. The remote service engineer (rse) advised the customer to remove the motor controller pcba to access the motor speaker connector. The rse also advised the customer to check the mc pcba contacts to the cpu and make sure there is no corrosion. The rse provided the part number for a speaker. The customer called back and reported that during the performance verification testing, the air flow accuracy test failed at 35, 60 and 100slpm. The rse advised the customer to replace the flow sensor assembly. The customer stated that they found the power speaker connector was not fully seated at the pm pcba. They corrected the connection, and the device now operates with no check vent alarms. The device was returned to service.